Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she found a piece of tampon pledget inside her vaginal cavity after experiencing pain in her abdominal and vaginal area and vaginal odor for five days. She removed the piece of pledget and was going to seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.